Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection was conducted and confirmed that the universal pin driver appears to be excessively worn which may cause it to not function as intended. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a tka the universal pin driver did not hold pins properly, the patella resection guide was not gripped properly and the gii mis dcf distal cut blk had a pin stuck in it. The procedure was completed with a back up device and no delays.